Manufacturer narrative:
(B)(4). Additional information: how far above the dentate line was the device/purse string sutures placed? 6-7 cm. When the device was fired, where was the indicator within the green zone/gap setting scale? The indicator was setting in the second half of the green zone/gap how did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? The surgeon compressed the device until unable to fire further, and heard a crunch. What was the appearance of the unformed staples (irregular shapes or legs straight)? The legs of unformed staples were straight. Were any unexpected noises heard? No. After closing the device, did the surgeon wait 30 seconds prior to firing? Yes after firing, did the surgeon wait 20 seconds prior to opening? Yes. Was the staple line examined using the anoscope or other instrument? No. Just a few staples came out, and the surgeon changed hand sewing to complete the procedure. Was excised tissue/donuts removed and inspected for circumferential completeness? No. The tissue was not cut off by the device. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a pph procedure the tissue had not been cut after firing, and just a few unformed staples came out. The surgeon changed hand sewing to complete the procedure. Procedure was prolonged by 20 minutes. No adverse event on the patient.